Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient met with the physician for a routine follow-up in the office. The doctor had a difficulties to inflate the inflatable penile prosthesis (ipp) and to manipulate the pump as it stays flat. A follow up appointment was scheduled in a few weeks and the physician will continue to work with the patient. There were no patient complications.